Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Foreign report source: (B)(6).

Event description:
It was reported that within the sterile packaging of the product two swabs were included that should not have been in the sterile packaging. No adverse event to patient reported. Attempts have been made and no additional information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI# (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned product identified that there are 2 oral swabs inside the sterile package. Review of the device history records (DHR) found possible related anomalies/deviation. The product was likely non-conforming when it left zimmer biomet control. The root cause of the reported event can be attributed to the operator not following instructions during manufacturing. A corrective action has been initiated to address this issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.